Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.